Event description:
Doctor reported that no osseointegration was achieved after placement of pepgen p15 bone grafting material, bio-oss (not manufactured by dentsply), and autogenous bone at the time of implant placement. As a result, another surgical procedure was necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.